Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot and material number was made available for this reported event. Process failure mode, effects, and risk documents were reviewed and there are proper controls in place to detect defects of this type.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that they reported difficulty with rapid infusion using the level 1 h-1200 rapid infuser with d-300 tubing. Both reported blood from the rapid infuser flowing out onto the patient / floor. Verbatim: I have two eyewitnesses to the event that place this during emergent transfer from ed to or. Both reported difficulty with rapid infusion using the level 1 h-1200 rapid infuser with d-300 tubing. Both reported blood from the rapid infuser flowing out onto the patient / floor. Neither were able to inspect the device following the reported malfunction and could not offer details regarding any observed defect. One of the eyewitnesses reported that transfer to the or was not well coordinated but could not report that tension on the tubing / IV device was the cause of the device failure. Customer response on (B)(6) 2025. Thank you for reaching out. Unfortunately, I'm unable to provide the material / lot number, but the device is a 20g nexiva IV. There was not any observed patient harm. There was temporary delay in blood administration as new access was obtained.